Event description:
The reporter stated the surgeon was inserting a competitor's lens using a mtc-60cfp cartridge and the haptic tore. The likely cause was the cartridge. The incision was enlarged and another lens was inserted. Sutures were required to close the incision.

Manufacturer narrative:
Lot number search. A cartridge lot number search was performed and no similar complaints were found. An injector lot number search was performed and no similar complaints were found.